Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, the device exhibited undersensing. Intermittent noise was also noted due to electromagnetic interference. Programming changes were made. The patient was stable and will continue to be monitored.